Event description:
It was reported that, upon inspection, it was noticed the trial would not thread onto the handle.

Manufacturer narrative:
Method - review of device history and complaint history. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other events for the lot code. When completed, the eval summary will be submitted in a supplemental report.